Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level and low blood glucose. Customer blood glucose level was in between 3 mg/gl to 400 mg/dl. Customer stated that insulin pump crack in the back. Customer declined with troubleshooting for high blood glucose. The device will not be returned for analysis.